Event description:
It was reported that the pt was diagnosed with a lesions in the mid right coronary artery (rca) and mid left ascending diagonal (lad). The rca was direct stented with a 2.75 x 23 mm ml vision. A 3 x 38 mm xience v stent was implanted in the mid lad. At which time a dissection occurred at the distal edge of the stent. A 2.75 x 15 mm xience v stent was implanted to cover the dissection and the procedure was completed successfully. No add'l event info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instruction for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is not indication of a product quality deficiency with respect to manufacture, design, or labeling.